Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and had difficulty charging the ipg. It was also stated that the patient was experiencing tenderness at the pocket site, weakness, and pain. The patient underwent an ipg replacement procedure and was doing will postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation and had difficulty charging the ipg. It was also stated that the patient was experiencing tenderness at the pocket site, weakness, and pain. The patient underwent an ipg replacement procedure and was doing will postoperatively.

Manufacturer narrative:
Additional information was received that the patients ipg had migrated to the spine and was explanted.